Manufacturer narrative:
Product analysis: analysis did not confirm the reported issue; the analyzer passed all incoming testing. The analyzer was mechanically intact, and no anomalies were observed during testing with a virtual interactive patient (vip) test station. The analyzer was placed in a test programmer, and was recognized. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not recognized by the programmer. The analyzer is expected to be returned for service. There was no patient involvement.